Event description:
After completing the compounding of cefepime 6 g/0.9 percent sodium chloride 320 ml for ambulatory pump in an intravia 250 ml, product #2b8012, lot dr16f16013, a clear, filament piece of foreign material was noticed.